Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient experienced a burning sensation at implantable neurostimulator (ins) implantation site during normal recharging session. There we no contributing factors identified. Troubleshooting measures included changing the charging speed and adding a layer of fabric between charger and skin. Changing the charging speed only delayed the burning sensation on the ins site by a few minutes. The recharger was replaced. The issue was resolved. No surgical intervention occurred or is planned. The charger itself was not hot during the process as well as there was no skin injured during the procedure. The burning sensation was intolerable after 15 minutes at charging speed 4 and it started at 2-3 minutes after charging session. The patient reported that with the new charger everything is back to normal. There was no communication error or malfunction during the charging process with the old charger, it was charging at the normal speed, it was able to pair with patient programmer and connection was reported as excellent.

Event description:
It was reported that the patient was experiencing a burning sensation when recharging the implantable neurostimulator (ins). The patient experienced in charging speed 4 this burning sensation in a couple of minutes and with charging speed 1 within 10 minutes. They have already lowered the recharge speed. They do not have the sensation when palpating the system. There is a thin piece of clothing between the recharger and the skin. There are no signs of infection of improper healing of the wound. They are not putting pressure on the recharger when recharging. They have tried a different recharger and that resolved the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.